Manufacturer narrative:
Intuitive surgical inc. (Isi) received the maryland bipolar forceps associated with this complaint. The instrument was placed on an in-house system and passed the energy recognition test but failed the energy delivery test. To clarify, the generator successfully recognized the instrument, but the instrument was unable to deliver energy. Continuity was tested on the instrument and failed. The instrument was disassembled, and the break was isolated to the distal end. Upon inspecting the conductor wire at the yaw pulley, it was observed that the wire was already loose inside the silicone potting indicating it was broken inside. The silicone potting was removed, and the broken wire was revealed.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, bipolar energy with the maryland bipolar forceps instrument was intermittent. Energy was able to be delivered if the instrument was held in straight. After thirty minutes, the instrument would no longer cauterize. The surgeon used a backup instrument to affectively address bleeding. The following information is unknown: the cause and source of the bleeding, and the estimated blood loss. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode and operative complication cannot be determined. Isi has received the maryland bipolar forceps instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: energy was able to be delivered if the maryland bipolar forceps instrument was held in straight but would not if the instrument was angled. The surgeon continued to use the same instrument for over thirty minutes and then used a backup instrument to affectively address bleeding. The cause of the bleeding was not provided. The estimated blood loss was 50ml. The maryland bipolar forceps instrument did not exhibit any arcing event while in use. It was confirmed the instrument was inspected before use and was properly connected to the bipolar cord and to the erbe generator. Bipolar energy settings were set to 3. The instrument did not collide with any other instruments or tools, clips, or staples. The instruments jaws were not immersed in liquid. The patient did not experience any postoperative complications.

Event description:
Refer to h10/h11 for follow-up information.